Event description:
The customer reported to olympus device image was cloudy. Upon inspection and testing of the customer returned device, it was observed the adhesive of the nozzle was peeled off, the adhesive part of the objective lens was peeled off, and the adhesive part of the lighting lens was peeled off. This report is being submitted for the malfunction found during evaluation. There was no death or injury reported due to the event.

Manufacturer narrative:
In addition to the reported issue the evaluation found: the angle wires were stretched, part of the insertion tube is caught and pinched-the insertion tube becomes deformed, damage or deformation due to physical stress, the objective lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object, decrease of output light, and water invasion in the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress due to dropping or bumping, or deterioration due to chemical stress. Olympus will continue to monitor field performance for this device.